Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she has been experiencing low blood glucose levels since yesterday. Reviewed the bolus history, and found that the customer had been delivering boluses to cover her carbohydrates, but not her blood glucose levels. The customer stated that she woke up with a blood glucose reading of 47 mg/dl. Found that the customer may have been delivering boluses even though she still had active insulin on board. The customer stated that she was going to the emergency room for assistance. Advised the customer to call back after the emergency room visit for documentation. Nothing further was reported at the time of the call.